Manufacturer narrative:
This out-of-service lead remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements over the last year. It was decided to perform an integrity test with commanded 41joule shocks. The first 41joule shock in standard polarity gave 110 ohms and the second 41joule shock in reverse polarity gave greater than 125 ohms and a high impedance error code. A code 1005 was also observed which is indicative of an open circuit condition. Since the battery longevity of the patient's implantable cardioverter defibrillator (ICD) is less than 3 months remaining, technical services (ts) recommended replacing the entire system at time of device replacement. It was noted the physician is deciding whether to implant a new ICD and rv lead or replace the system with subcutaneous ICD (s-ICD) system. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and their ICD was explanted and replaced with a s-ICD. The patient's rv lead was surgically abandoned (it remains implanted but out of service). Besides intervention, no other adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements over the last year. It was decided to perform an integrity test with commanded 41joule shocks. The first 41joule shock in standard polarity gave 110 ohms and the second 41joule shock in reverse polarity gave greater than 125 ohms and a high impedance error code. A code 1005 was also observed which is indicative of an open circuit condition. Since the battery longevity of the patient's implantable cardioverter defibrillator (ICD) is less than 3 months remaining, technical services (ts) recommended replacing the entire system at time of device replacement. It was noted the physician is deciding whether to implant a new ICD and rv lead or replace the system with subcutaneous ICD system. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.